Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10 the device history record for ats 3000 tourniquet system serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that the mesher was not working on one side. The customer returned an zimmer skin graft mesher serial number (B)(6) for evaluation. Evaluation of the device on 6 august 2019 noted that the side plates, roller, and roller gear had visible damage. There was no bushing in the left side plate while the right side plate bushing was pushed out. None of the pretests could be performed due to the bent comb. Repair of the mesher occurred the same day and involved replacing the side plates, roller, bushings, roller, carrier guide and comb while recalibrating the device. The technician then tested the device and verified that it was functioning as intended, then returned the mesher to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the bushings were out of place on the device, which would cause the roller to not be positioned or move properly during use, it cannot be determined from the information provided as to what caused the issues with the bushings. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a final MDR will be submitted.

Event description:
It was reported that the device was only working on one side. No information on the event date. No known consequences or impact to patient. No adverse events were reported as a result of this malfunction.